Event description:
It was reported that, during an ukr surgery, the handpiece did not home when trying to calibrate it. Surgery was completed, without delay, by swapping out the equipment. The patient was not harmed. The results of the investigation have concluded that the torque value found is higher than the torque nominal value, which makes it a reportable event.

Manufacturer narrative:
The device was used during treatment and was returned for a prior investigation. The functional inspection of the returned handpiece found that after autoclaving and cooling down, the handpiece motor required higher than normal torque to move. This is indicative of a motor issue. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Typically, we have seen that the motor will break free and become operable after a second or third characterization test. The root cause of the reported event was due to mechanical component failure.